Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. 624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included mental disability. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 1998, levothyroxine, naproxen, oxycodone and phentermine since october 2017. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: metal allergy"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), arthralgia ("ankles pain"), rash ("rashes"), swelling ("swelling") and abdominal distension ("bloating"). The patient was treated with surgery ((B)(6) 2017 surgical removal of coils). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, tooth disorder, vaginal discharge, fatigue, alopecia and arthralgia outcome was unknown, the weight increased was resolving and the abdominal pain upper, rash, swelling and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was approximately 2 to 3 coils noted coming from the ostia. Next the right fallopian tube was identified and in a similar fashion the essure coil was placed into this tube with approximately 3 to 5 coils. Current weight (B)(6) 2019: 240lbs. Approximate weight at time of essure placement: 150lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number was added. Concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. 624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included mental disability. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 1998, levothyroxine, naproxen, oxycodone and phentermine since (B)(6) 2017. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: metal allergy"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), arthralgia ("ankles pain"), rash ("rashes"), swelling ("swelling") and abdominal distension ("bloating"). The patient was treated with surgery ((B)(6) 2017 surgical removal of coils). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, tooth disorder, vaginal discharge, fatigue, alopecia and arthralgia outcome was unknown, the weight increased was resolving and the abdominal pain upper, rash, swelling and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was approximately 2 to 3 coils noted coming from the ostia. Next the right fallopian tube was identified and in a similar fashion the essure coil was placed into this tube with approximately 3 to 5 coils. Current weight (B)(6) 2019: 240lbs. Approximate weight at time of essure placement: 150lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included mental disability. Concomitant products included levothyroxine, naproxen and oxycodone. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: metal allergy"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), arthralgia ("ankles pain"), rash ("rashes"), swelling ("swelling") and abdominal distension ("bloating"). The patient was treated with surgery ((B)(6) 2017 surgical removal of coils). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, tooth disorder, vaginal discharge, fatigue, alopecia and arthralgia outcome was unknown, the weight increased was resolving and the abdominal pain upper, rash, swelling and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal allergy, migraines, headaches, dental problems, pelvic pain, vaginal discharge, fatigue,weight gain, hair loss, stomach pain, ankles pain, swelling, rashes, bloating, she did not undergo essure confirmation test" were added. Outcome of events " stomach pain, swelling, rashes and bloating" were updated as recovered and "weight gain" was updated as recovering. Concomitant medication were added. Reporter, patient and product information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.